Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -what is the lot number? Sbmcxt. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The additional information has been reviewed and the lot has been added to each ip. DHR¿s have been requested within each pi. The MDR decision remains unchanged. The event description mentions that this event occurred on at least four different occasions. 1. Please clarify if this event occurred multiple times in a singular patient procedure or across multiple patient procedures. If this event occurred in multiple patient procedure please provide the following: event related to mw # 2210968-2022-08613, mw # 2210968-2022-08614, mw # 2210968-2022-08615. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a breast surgery procedure on an unknown date and suture was used. The staff described that on at least four different occasions, the affected product malfunctioned by ¿popping off¿ when it is not intended to be a controlled release product. Multiple strands have to be opened to complete the case. Product is being used for breast cases usually for closure in the axilla. Unknown if the procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/15/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: to the best of my knowledge, per the request for additional information, the affected product had the same issue across multiple procedures in multiple patients. I do not know the specific nature of the cases or dates. I am relying on anecdotal information from the or staff. This is the first time the affected product has been reported as having issues. There were not previous reports by me in my territory. Additionally, when the product did not perform as expected, based on staff recollection, more than the normal number of strands were used in order to complete the procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.